Event description:
It was reported that, during a knee arthroscopic procedure, footprint anchor was broken, it is unknown if there was a back up device available or if there was a delay. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed two devices were returned together in a single original packaging with the batch number of the complaint on the label. The fast fix 360 t1 was returned off the needle but attached to the suture. The t2 and suture were returned on the needle. The actuator is in the pre-t2 position. Bio debris is present. The second device is a partial fractured anchor from a footprint device. No other piece of the device was returned. Bio debris is present. A functional evaluation was performed on the returned device and found the actuator cycled the t2 off the needle but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. Device two had no functional testing conducted since there is damage hindering the inspection/evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. Insufficient product identification information was provided and thus a risk management review could not be conducted. Insufficient product identification information was provided, and thus, a product print specification review could not be conducted. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.